Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient contacted ts to troubleshoot an m83 pump a vs. Pump b volume error alarm that occurred during their treatment, prior to discovering the fluid leak. After failing to bypass the alarm, the treatment was discontinued. When the cycler door was opened to remove the cycler set, fluid was observed leaking out. No visible damage was identified on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy. The patient performed a manual pd exchange the following morning. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Upon follow up, it was confirmed that the replacement cycler was received and the patient was continuing pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for manufacturer evaluation.